Event description:
Patient called to allege experiencing the "y issue" on the meter. Patient took glucose after trying to attempt to get a reading on the meter. Patient did not seek medical attention or call md. Customer service walked customer through trouble shooting and the meter continued to display the y character. Customer service sent patient a new meter.